Manufacturer narrative:
A ge service rep performed an onsite investigation. A bad contact on 24-video pin was identified and the video pin was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left (live) monitor would not display an image. No pt injury was reported.